Event description:
It was reported that the ilet would not pair with a newly installed dexcom g7 sensor because the ilet was configured for dexcom g6, resulting in pairing failure and intermittent communication behavior between the devices. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 related to the ilet¿s electrical communication components, including the antenna, which prevented successful pairing until the cgm setting was corrected to dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level factors contributing to communication failure.